Manufacturer narrative:
The instruments were received for visual and functional testing and the reported event was confirmed. Visual inspection revealed the thread tips of the screw capture rod (locking driver) were broken. In addition, visual inspection revealed the diamond point was broken. The root cause of the reported event is likely due to the instruments experienced high forces and/or were detached incorrectly causing the instruments to break. All instruments are functionally tested prior to shipment therefore it can be deemed the units were full functional prior to shipment.

Manufacturer narrative:
Omit portugal from section e.1 on initial report. The correct country is spain.

Event description:
Correction to section e.1 (country) on initial report.

Manufacturer narrative:
No product has been returned for evaluation nor were x-rays provided to confirm the alleged event.

Event description:
Information was received that the tip of precice diamond point remained within the femur when the surgeon was going to open the bone to insert the nail. The other instruments are being returned damaged from the surgery.